Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 8 - ventricular high rate episodes <= 203.1 ms between (B)(6)-2012 4:42 pm and (B)(6)-2012 2:08 pm. Impedance - impedance/resistance decrease: ventricular impedance at implant = 335 ohms, lifetime impedance max/min = 408/211 ohms.

Event description:
It was reported that the patient complains of 'not feeling right' at times, and the right ventricular (rv) lead exhibited a polarity switch due to decreased impedance and increased thresholds. The lead also exhibited oversensing and underpacing. The lead pacing was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.